Manufacturer narrative:
System: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause cannot be determined conclusively. Footswitch: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that there was no power in the sculpt setting during a cataract procedure. Patient outcome is unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there is no footswitch power in the sculpt setting during a surgical procedure. Additional information has been requested.